Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in central vein. A 12.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient status was normal.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in central vein. A 12.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient status was normal. It was further reported that the lesion contained 77% stenosis, severe tortuousity and severe calcification.

Manufacturer narrative:
B5 describe event or problem updated. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 12mm proximal from the proximal markerband. An examination of the balloon material and markerbands identified no issues. A visual and microscopic examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.